Manufacturer narrative:
(B)(4). The actual device was not available however two companions samples were available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although initial reported as unavailable for evaluation, the actual sample was returned. An additional companion sample was also returned and evaluated. The samples were visually inspected with the naked eye, as well as with a microscope. No abnormalities were identified during visual inspections. Leak, clear passage, and clamp functional testing all passed. The integrity of the seal surface tests passed. The inner diameter of the patient connectors on both sets were within specification limits. The problem was unable to be verified nor duplicated during sample analysis. A batch review of the associated lot number was performed and no issues were noted during the manufacture of the lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a uv flash transfer set did not connect well to a titanium adapter. The reporter stated this occurred when the customer connected the transfer set for the first time. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.